Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the history for (B)(6) 2011 has been overwritten and is no longer available for investigation. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, three call service alarms were observed in the alarm history during investigation. Rewind, load, and prime functions were performed with no alarms. The pump was paired with a test meter and the test meter delivered a 0.00 unit bolus to the pump. A call service alarm was duplicated. Investigators confirmed that a known software bug was the cause of these specific call service alarms. Also unrelated to the original complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Evaluation also revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Event description:
The patient reported that she experienced a blood glucose (bg) of 526 mg/dl with small ketones on the morning of (B)(6) 2011. The patient reported that her bg has been elevated into the 300's mg/dl since (B)(6) 2011. The patient confirms that there are no new medications. The patient confirmed the insulin to carb ratio was correct but was unsure on the insulin sensitivity factor which was programmed to 1unit: 105mg/dl. The alarm history showed an occlusion alarm on the evenings of (B)(6) 2011 and (B)(6) 2011. The patient reported that there were no site issues noted and she changed the site every three days. The patient removed the current site and confirmed that there was no bending or kinking of the cannula. The last site change was (B)(6) 2011. Customer support concluded that there was no mechanical issue found with the pump, and the pump was delivering as programmed. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.